Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing, leading to inappropriate atrial tachycardia response (atr) episodes. Troubleshooting options were discussed and recommended. Reprogramming efforts were performed. No adverse patient effects were reported. The device remains in service.